Event description:
It was reported that a user inadvertently bypassed the press-and-hold step during an infusion set and cartridge change while using a cd infusion set, after which guidance was provided to navigate back and complete the supply change correctly. Symptoms included no clinical effects. Outcomes included no reported impact on health or therapy interruption. Investigation included troubleshooting and user education on correct supply change steps. Investigation of this case revealed user handling error during the supply change process without device malfunction, and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user error.